Event description:
It was reported that the customer was hospitalized with high blood glucose of 700 mg/dl and diabetic ketoacidosis, following a no delivery alarm on the insulin pump. The customer was reportedly feeling terrible, experiencing chest pain, and was put on morphine while at home in bed. The customer was treated with morphine and an insulin drip. Troubleshooting was performed with the insulin pump. Insulin exited the tubing during manual and fixed primes. It was explained the insertion site of the infusion set may have been occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).